Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up with an alert for non-sustained lead noise. Programming changes were made, and patient will continue to be monitored.